Event description:
Revision surgery - due to rotator cup arthropathy. A competitor's product was implanted.

Manufacturer narrative:
The reason for the revision surgery was to rectify rotator cup arthropathy and explant the original implants after 7.6 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). Information was not provided that definitively identified the reason/root cause for the arthropathy. This surgery was performed for what is most likely a patient arthritic joint condition and possible joint inflammation. There are no indications of a product or process issue affecting implant safety or effectiveness.